Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 198, 185, 238, 245 and 217 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/19/2024 and open vial date is 06/2023. The meter memory was reviewed for previous test result history: result 1: 198 mg/dl, date: (B)(6) 2023, time: 4:37 pm fasting; result 2: 185 mg/dl, date: (B)(6) 2023, time: 4:35 pm fasting; result 3: 238 mg/dl, date: (B)(6) 2023, time: 6:45 am fasting; result 4: 245 mg/dl, date:(B)(6) 2023, time: 6:44 am fasting; result 5: 217 mg/dl, date: (B)(6) 2023, time: 6:41 am fasting.

Manufacturer narrative:
Sections with additional information as of 09-aug-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.